Manufacturer narrative:
Device has been returned to smiths medical international, ltd. To be evaluated. Awaiting the results of the evaluation. On 05/16/2007, spoke with the user facility. She is planning on submitting a report to the FDA and sending us a copy upon completion.

Event description:
Patient was not breathing on their own and was sedated. Patient was hooked up to a parapac with alarms ventilator while being transported to CT. While the patient was being transported, the ventilator allegedly stopped cycling. The patient was removed from the ventilator and manually ventilated.